Event description:
A complaint was reported to boston scientific corporation on a gemini stone retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the basket would not open. It is unknown if the procedure took place inside or outside the patient, or how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned gemini stone retrieval basket revealed the basket was open, extending approximately 4.5cm from the distal end of the sheath with the handle in the closed position. The basket and all of the basket wires were present and attached. The basket was bent and the black strain relief was buckled. The outer sheath was buckled for approximately 5mm from the distal end of the black strain relief and the sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate the application of the torqueing process and the handle cannula was not visible through the handle. Functional evaluation found that when the handle was actuated, the basket would not close due to the handle cannula detachment from the pinch vise. The handle cap was removed and the cap was tight. The handle cannula was detached from the pinch vise; however, there were prominent indentations on the pinch vise to indicate the cannula was properly placed during manufacturing. The luer and handle cannula were removed from the handle. The wire sub-assembly was removed from the distal end of the outer sheath and it moved freely through the sheath during removal, after it cleared the buckled area. The wire sub-assembly was kinked in several locations and the working length measured approximately 121.2cm, which is below the lower specification limit. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.